Event description:
During a pulmonary vein isolation procedure using a safire blu duo ablation catheter, a cardiac perforation occurred. Pulmonary vein isolation was achieved with a non-sjm cryo-ablation balloon catheter. Atrial flutter was then induced, revealing the arrhythmia initiated at the cavotricuspid isthmus. Ablation was continued with a safire blu duo ablation catheter and a steam pop was noted. During the flutter line ablation, the patient became hypotensive and a viewflex xtra ice catheter indicated there was no cardiac motion. It was determined the patient was in pulseless electrical activity (pea) and CPR was initiated. A pericardiocentesis was performed. The patient then developed ventricular tachycardia and was externally defibrillated twice to restore sinus rhythm. The patient remained intubated and was transferred out of the lab in stable condition. There were no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac perforation was procedure related. Per the IFU, vascular perforation or dissection is an inherent risk of any electrode placement.